Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. The surgeon removed all the product, cleaned the joint and replaced with new products of the same size. Primary surgery occurred (B)(6) 2019.